Event description:
A low readings issue was reported with the adc device. Customer reported receiving an unspecified low sensor reading and experienced symptoms of being sick and a loss of consciousness. Customer further reported an ambulance was called and customer was diagnosed with hypoglycemia and was administered glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.